Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. Updated: d1, d2, d4, d10, g3, g4, g6, h2, h3, h4, h6, h10. D10: 00801802801, femoral head sterile product do not resterilize 12/14 taper, 60215720. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record identified no deviations or anomalies during manufacturing. Review of complaint history found no additional related issues for this item and the reported part and lot combination. Medical record/surgical plans were provided and reviewed by a health care professional. Review of the available records identified the following: patient has an initial tha. The patient fell when carrying objects from car into the house causing a dislocation of the left hip. Surgical plans were reviewed, and findings confirm recurrent dislocation. Revision is planned for 15 november 2024 and upon further follow up it was confirmed the revision took place on this date. Two surgical plans were provided. No operative notes were provided; therefore, no further information is available regarding the plan used or which components were explanted. Other reasons for revision provided was poly wear of the liner. A definitive root cause cannot be determined. Based on the provided medical records, the complaint is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.

Event description:
It was reported that the patient underwent a hip arthroplasty. Subsequently, the patient was revised due to poly wear. The liner was explanted.

Manufacturer narrative:
(B)(4) g2: foreign: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent an initial left total hip arthroplasty on unknown date. Subsequently, the patient fell when carrying objects from car into the house causing a dislocation of the left hip. The patient was revised due to recurrent dislocations and poly wear.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. Updated: a1, a2, a3, b5, b7, g3, g6, h2, h6.